Manufacturer narrative:
The device was returned to abiomed for evaluation. The catheter was found to have been cut, which was done by the clinicians to maintain access for va ECMO insertion after the impella rp was explanted. This disallowed the ability to perform hemolysis testing of the returned impella rp. A thrombus was noted to be inside the pump housing on the impeller, but no other defects were found on the pump. The automatic impella controller's data logs were returned for this case. The analysis of the logs revealed that the pump had been run for a total of about 12 hours. There were no alarms that triggered related to the failure mode throughout patient support. There was elevated and changing placement signals throughout, which could correlate with the biomaterial ingestion. The changes in the placement signal and motor current during support indicated either changing position or interaction with patient vasculature or ingested biomaterial during this time. A review of the device history record revealed that there had been no issues found during the manufacture or inspection of the device that apply to this failure mode. In addition, there have been on complaints reported related to this failure mode. The root cause of the hemolysis was most likely thrombus ingestion, but this could not be definitively determined as hemolysis testing could not be completed on the pump. No corrective action is recommended at this time as the root cause of the hemolysis was unable to be definitively determined. Failures of this type will continue to be monitored for trends.

Event description:
On (B)(6) 2018 a (B)(6) year old male patient with post-cardiotomy cardiogenic shock had post aortic valve replacement surgery. The valve replacement surgery was difficult, and a va ECMO device was placed urgently. The ECMO was decannulated after supporting the patient for 24 hours, the patient was administered 2 units of packed red blood cells and an impella rp was placed in the patient. The physician did not use echo to evaluate for clotting prior to the rp insertion. It was reported that there was heparin in the purge solution from implant, but not systemically administered due to bleeding from the ECMO insertion site. During the night patient hemolysis occurred. The labs continued to indicate hemolysis, and the patient's urine output was black. Under x-ray the pump appeared to be located just below the pulmonic valve. The staff was unable to get the heparin level up due to the hemolysis. The impella rp was unable to be repositioned, and on (B)(6) 2018 the impella rp was removed and a va ECMO was placed in the patient. Patient care was withdrawn on (B)(6) 2018 and subsequently expired on that same date.